Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited undersensing during a brady episode. Programming changes were suggested, no changes or interventions were reported. There were no patient consequences.